Manufacturer narrative:
Correction: UDI has been updated to proper value.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the pendant of the imaging system was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect pendant has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure, when pressing the pendant of the imaging system would result I more than 1 action and pressing the buttons result in drive lock. It was reported that the lcd on the pendant would sometimes display blank and manipulating the cable would restore functionality. The imaging entered into m2d mode without any prompt. The door of the imaging system would not open when the button is pressed initially and the site had to un-press and press again. When the door is closed the rotor would not rotate 180 and need to manually move the rotor. The pendant would turn on the x-ray disable without any prompt from user. There was no patient present at the time of the issue.

Manufacturer narrative:
The hardware investigation of the returned pendant found that the reported event was related to an electrical issue. Pendant tested by engineering which found an issue with pendant 1 and pendant 2 collision and e-stop was in an inconsistent state. The reported event was confirmed.